Event description:
It was reported that a user experienced pairing failure when attempting to connect a libre 3+ sensor to the ilet app and pump, with the app displaying a failed sensor information transfer; the issue was addressed through troubleshooting that included restarting the phone and pump, reinstalling the ilet app, successfully repairing the app with the pump, and then successfully pairing and scanning the libre 3+ sensor with explanation of the warmup period, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.